Event description:
According to the rptr: while stapling the bowel, the device failed to deploy any staples. Complete loss of seal of bowel which resulted in bowel leakage. Surgeon had to hand suture and 2l of saline was used for irrigation after the leakage occurred. Procedure: sigmoid colostomy and cholecystectomy.

Manufacturer narrative:
Initial report submitted: may 8, 2008.